Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up, down, and ok keypad buttons were intermittently unresponsive and sticking and that the keypad cover was peeling. It was reported the issue was first noticed 3 weeks prior to the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/23/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/09/2014 with the following findings:the keypad response issue and button sticking could not be duplicated during investigation. The keypad was found to be peeling. Evaluation revealed that all keypad buttons were appropriately responsive. There was evidence of keypad contamination found under all key contacts.